Event description:
It was reported that (1) al326 was used during an laparoscopic cholecystectomy procedure. It was reported that the following disection of cystic duct the surgeon placed the instrument across the tissue, seating it correctly in the jaws. The right arm was pulled completely and allow to fully move forward before the surgeon attempted to release instrument from tissue. The surgeon stabilized the tissue with an traumatic grasper. The surgeon manipulated a dissector to pry the jaw open. Having the jaws open from this manipulation the instrument was removed from the sterile field. A second instrument was opened to complete the case and there was no consequence to pt.